Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the pusher wire bent, the needle is fractured and the sutures and both anchors remain in the needle tip. The device has not been cycled. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
While the surgeon was inserting the device into the patient's meniscus the needle of the device fractured in half. The device was removed from the patient's right knee and a second device was used without any problems. There was no report of a foreign body or harm to the patient.